Manufacturer narrative:
Investigation: the following allegations have been investigated: organ perforation, tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient additionally alleges tilt, organ perforation, and one of the primary struts project anteriorly and contacts the third portion of the duodenum.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via right common femoral vein due to bilateral pulmonary embolism (pe) and deep vein thrombosis (dvt), with history of gastrointestinal bleeding. Patient is alleging vena cava perforation. The patient further alleges abdominal pain, anxiety, depression and physical limitations. Per a computer tomography (CT) scan of the abdomen dated (B)(6) 2019, ¿the filter is seen within the infrarenal ivc, with the filter apex at the level of the renal veins. Multiple struts slightly perforate the caval wall, and one of the primary struts projecting anteriorly contacts the third portion of the duodenum. Ivc patency is not well evaluated without intravenous contrast, but the ivc is normal in caliber. There is noted to be a retroaortic left renal vein.¿

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc) perforation, abdominal pain, depression, anxiety, physical limitations the reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported abdominal pain, depression, anxiety, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged celect - pt is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect platinum filter. Occupation: non-healthcare professional. PMA/510(k): k171712. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook celect platinum filter on (B)(6) 2015". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.